Manufacturer narrative:
After review of medical records, it was found that this component is a competitor product. This report will be rejected.

Event description:
Update (3/9/2017) - medical records received. After review of the medical records for MDR reportability, plaintiff revised for painful retained hardware of his left ankle. Revising surgeon indicated that patient continues to have pain and a delayed union/malunion of the ankle fusion 1-1/2 years after having ankle fusion surgery. Pain and poor joint mechanics-other (for non-union/malunion of ankle fusion) harms added to complaint. Prod/lot added for intramedullary nail. Upon further examination, it is determined that the products involved are competitor products no longer owned by depuy. Therefore the products submitted to the FDA will be voided in this update.

Manufacturer narrative:
This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges patient was revised to removed the remaining intramedullary rod and remaining locking equipment.